Manufacturer narrative:
Motor error alarmed during basic occlusion testing due to loose and tilted drive support disk. Unable to test for prime and system sensor test, occlusion test and excessive no delivery test due to motor error alarm. Motor was tested outside the device and passed??? Unit had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and stained end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple motor errors. Customer indicated that drive support cap is indented. Customer's blood glucose was 464 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.